Event description:
It was reported that the patient went to the hospital due do hyperglycemia. Her continuous glucose monitor (cgm) was reading low blood glucose, but it was later found to be actually high. Specific readings from the cgm and actual blood glucose levels were not reported. She was eating to treat what she thought was low blood glucose based on the cgm values, but her blood glucose was actually high and continued to increase. It was not clear if the patient was actually admitted to the hospital, therefore we are reporting this out of an abundance of caution. Diagnostics performed, diagnosis, and treatment were not reported. Limited information was provided and the patient refused to have further follow up attempted so we were unable to clarify information. It was also reported that the patient visited the hospital another time, but no further information was provided on that event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.0.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.